Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer performed the fill tubing step and resumed insulin delivery address the issue. There was no adverse impact to customer¿s blood glucose level.